Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands attached. The teeth were damaged, and the handle showed evidence that the trip wire was secured in the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing was with six bands attached. The teeth were damaged, and the handle showed evidence that the trip wire was secured in the handle slot. It is possible that the reported problem of the bands failing to deploy might have to do with the technique used by the physician or the way the device was handled. It is possible that the way in which the device was placed, or the tortuosity during the procedure, affected the functionality of the handle, causing the bands to feel difficult to deploy. The marks on the ligator housing teeth imply that the device might have been used with too much force, or perhaps this could be attributed to the way the physician was entering the device through the patient, affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, and block e1 (initial reporter address1, initial reporter address 2, initial reporter zip/postal code) have been updated based on the additional information received on april 23, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 23, 2025: it was noted that no difficulty was experienced upon setting up the device.